Event description:
It was reported that the patient¿s stimulation was in the wrong location. It was noted that the patient¿s device ¿never worked since it was implanted.¿ it was further noted that the ¿stimulation was going down both of the patient¿s legs in the front and every time the device was programmed, it was in the wrong spot.¿ it was further noted that the patient¿s pan was in the lower back. It was further noted that a manufacturing representative reprogrammed the patient¿s device the week prior to the report and since then, her pain was worse. It was noted that the patient had an x-ray and a CT scan. Additional information reported that no impedances issues were seen. It was further noted that the patient was reprogrammed with four new programs and the patient was educated on the use of the programmer with the new settings. It was noted that the patient had good coverage on the low back and the stimulation was decreased in the right side per the request of the patient.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).